Manufacturer narrative:
Sample received in inner blister including cover foil. Shaft is bent. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. Device is bent. The customer¿s complaint was not confirmed. A flow test was performed and no leak was visible. Aspiration was working even the shaft is bent. Pull test on the silicone valve/tube was performed to check if connection was weak. A lot of force was needed to disconnect the device. Therefore customers complaint was not confirmed. A root cause could not be determined because the sample met the specifications. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been received and a root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that fluid was leaking from the connection part during a vitrectomy surgery. The procedure was completed on the same day. There was no report of any patient harm.